Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced extreme discomfort shortly after it was first implanted. Further analysis and an x-ray revealed the right ventricular (rv) lead perforated the right septum leading to loss of capture (loc). As result, the patient underwent a procedure wherein the lead was extracted and replaced with an alternate.